Event description:
The nurse called the complaint line, said they had a balloon that ruptured and wanted to return it. A follow up call indicated no patient injury and that the event occurred over the weekend. The balloon was removed immediately and not replaced. It was obviously ruptured because it was very bloody inside. The current patient status is expired, but not related to the event, she expired last night, per the nurse. The datasheet reported, "iabp console alarm sounded and indicated to "check catheter." Nurse noted blood in the tubing iab pump turned off and iab removed immediately by crnp."

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and blood on the interior and exterior of the catheter and between the catheter and the sheath. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and leak was detected on the membrane approximately 1.3 cm from the rear seal measuring 0.025cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counter-pulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).